Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicated impedance issues, despite device testing within normal limits. Revision surgery not under consideration.